Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 32 mg/dl. Customer was hospitalized due to low blood glucose. Troubleshooting was performed and pump passed displacement test. It was also reported that customer had high blood glucose of 531 mg/dl. Symptoms of high blood glucose were upset stomach, thirst, and headache. During troubleshooting for high blood glucose, alarm history found a no delivery alarm. Customer did not have tubing clamp to complete troubleshooting. Customer was advised to change set, reservoir and insulin and to call back when in receipt of tubing clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.